Manufacturer narrative:
D11: concomitant medical products and therapy dates. Section h3, h6: the reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the genesis ii resurfacing patellar prosthesis 32mm. Therefore, no investigation is deemed for the other devices. Given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that the referenced x-ray imaging was not made available for analysis. The electronic case report form documentation shows the adverse event as mild in severity, non-serious, probably related to the study device and/or the study procedure with no additional intervention(s). The adverse event's outcome is documented as not recovered/resolved on the electronic case report form. Based on the limited information provided within the electronic case report form, no clinical factors were concluded to have definitively contributed to the reported event. The patient impact beyond the reported patellar avulsion cannot be determined; however, the electronic case report form noted the adverse event as not recovered/resolved. The current patient status is unknown. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee system revealed that patella fractures have been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, post-operative care and/or bone quality. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2022, the patient experienced an avulsion of the proximal pole of the patella with minimal to no knee pain. The onset of the symptoms was on (B)(6) 2023. No actions have been taken to solve this adverse event. The current health status of the patient is unknown.